Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated to oct 5, 2009. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humeral diaphysis fracture to apply multiloc humeral nail (mhn), it was observed that the radiolucent drive device stopped the spinning of the drill bit when the surgeon drilled to perform distal locking. According to the report, the surgeon was able to drill successfully into proximal cortex of the patient's bone with the radiolucent drive device that was attached to the small battery drive device; however, the radiolucent drive device stopped the spinning of the drill bit device when drilling the distal side of the cortex of the patient's bone. It was further reported that when the surgeon pulled the drill bit device from the patient's bone, an unusual sound came out of the radiolucent drive device and the drill bit device did not start spinning when the surgeon tried to drill again. It was further reported that when the surgeon removed the radiolucent drive from the small battery drive device and reattached, the drill bit device started spinning. It was reported that although the surgeon tried again to drill the distal side cortex of the patient's bone, the abnormal sound was heard again from the radiolucent drive and the drill bit device stopped spinning. It was further reported that the surgeon eventually gave up using the radiolucent drive device and used a hammer instead to hit the drill bit device to penetrate the distal cortex of the patient's bone. It was reported that this attempt worked and the distal locking screw was successfully completed after a delay of 20 minutes. It was reported that there was no allegation against the small battery drive device, drill bit device, locking screw devices and multiloc humeral nail device. It was reported that eventually the surgeon gave up using the radiolucent drive and hit the drill bit with the hummer to penetrate the distal cortex bone and the attempt worked and the distal locking screw was successfully completed. There was a 20 minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.